Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection is a known cause of this issue. Since the device was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the loose connection could not be determined. The homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 5 of 6 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the patient discovered that the last supply bag had a loose connection. The technical service representative (tsr) reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.